Manufacturer narrative:
The device was not available for evaluation, since the hospital information was confidential. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this disposable pressure transducer was not reading correctly. No more information available. There was no allegation of patient injury reported. The device was not available for evaluation. Patient demographic data unable to be obtained.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Since the unit reported was not returned for evaluation, the reported issue could not be confirmed. There are manufacturing controls to avoid potential causes related to the reported malfunction.